Manufacturer narrative:
The lead was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not identify any lead abnormalities. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. Final analysis could not confirm the reported clinical observations.

Event description:
Boston scientific received information that this patient had twiddled this atrial lead to the point of a fracture and now the lead was protruding through this patient's skin. There were no inappropriate episodes stored, no inappropriate therapy or symptoms noted. A revision procedure was performed and the lead was removed from service and replaced.

Manufacturer narrative:
The lead will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.